Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was unavailable for physical evaluation. It was reported that one or more needles might have broken while using one or more of the expressew iii devices that were reported. No information was available regarding the number of needles broken or when the breakage occurred. No lot or serial numbers were provided either. This complaint cannot be confirmed. However, a medwatch (unk expressew needle) will represent the broken expressew needle(s). Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available. Related medwatch: 1221934-2017-10713, 1221934-2017-10714. Device was not returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via phone that when he arrived at the facility, the customer handed him a bin with 10 expressews without hook. The customer told the sales rep that some guns are bent, not firing smoothly, breaking needles, or cutting suture. The customer could not provide the sales rep with event dates or which gun have which failure modes. The sales rep is currently working on obtaining some more information from the customer in regards to these devices. The devices will be returning for evaluation.